Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions and due to restricted posterior leaflet, and a dehiscence/separation of about 3-4 mm between the aml and pml. Unspecified tissue injury appears to be due to positioning failure associated with leaflet capture. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, and a dehiscence/separation of about 3~4 mm between the anterior mitral leaflet (aml) and posterior mitral leaflet (pml). A mitraclip xtw was inserted, and grasping was performed. However, difficulties capturing the leaflets occurred, and imaging revealed that an injury on the left atrium side of the pml valve. Therefore, the clip was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.